Event description:
It was reported that upon a second attempt, the physician introduced the guidewire; however, the physician found it impossible to remove the needle. The needle appeared to be broken on the guidewire. As a result, the physician removed the needle and the guidewire simultaneously. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation.